Event description:
Doctor reported body implant #25 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011028 and k013227.

Event description:
Doctor reported that the patient complained of a bitter taste in the mouth, halitosis and prosthetic pain at position 25. X-rays revealed mesial and distal bone loss and a fracture/surface defect in the first strand of the implant. Bone loss and infection were also reported. Implant at tooth site 25 was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. Visual evaluation of the as returned showed implant irt stuck in implant with a fractured implant identified at the first thread. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review for the lot (1236087) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236087) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Similar complaints for infection and / or bone loss related problems have been previously investigated. Refer to attached summary investigation. Investigations performed for hundreds of events where either of these conditions, infection or bone loss, or both, have been reported, have concluded that the likely cause(s) for the implant failure in relation to these conditions are external factors. Those include, medical conditions (e.g., diabetes, bruxism, etc.), patient habits (e.g., smoking, bad oral hygiene routine) and user error (e.g., surgical technique). There has not been any instance where either infection and/or bone loss, have resulted from a manufacturing or design defect. Furthermore, the probability of manufacturing or design defects that might lead to infection and result in bone loss occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. The analysis and result of investigations and the analysis of probability previously described are contained in the summary investigation reports performed for bone loss and infection, which are attached. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.